Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was not performed. During deployment using a medtronic (confida) guidewire, the valve repeatedly dislodged 3 times into the aorta. During the first deployment attempt, the valve was deployed in the middle of the pigtail catheter. During the second deployment attempt, the valve was deployed at the bottom of the pigtail catheter, and during the third deployment attempt, the valve was deployed below the pigtail catheter. The valve was recaptured and withdrawn. It was noted that prior to the first dislodgement, the implant depth on the non-coronary cusp (ncc) was -2 millimeter¿s (mm) and -3 mm on the left coronary cusp (lcc). Prior to the second dislodgement, the implant depth was -4 mm on the ncc and -5 mm on the lcc, and prior to the final dislodgement, the implant depth was -5 mm on the ncc and -6 mm on the lcc. A non-medtronic balloon expandable valve was used for implant. Per the physician, the patient had a small left ventricular outflow tract (lvot), but not enough to cause concern prior to the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0011704255); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0011659473); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.